Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 6f engage introducer sheath was received for evaluation. The sheath tubing had been fractured and torn from the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sheath tubing remains unknown.

Event description:
After the computed tomography coronary angiography procedure, when attempting to remove introducer, the hub and sideport detached. They managed to get it intact.